Manufacturer narrative:
Initial reporter name and address are being corrected. Device evaluation: visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1229601) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci distributor that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery. Peri- procedure, the patient was anticoagulated with 3,000 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7 mm. A 50/50 contrast and saline mixture was used. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure "right away while it was being retracted". The device was removed and the patient was converted to 15-20 minutes of manual compression in conjunction with a femostop. The patient was reported as hospitalized overnight for an unrelated and unspecified reason. The device was checked outside of the patient and it was noticed that the balloon was leaking fluid.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229601) indicated that the device lot met all established performance criteria prior to shipment.